Event description:
Patient 1 initial sodium result of 117 mmol/l, potassium result of 4.6 mmol/l. Same sample repeated recovered 116 mmol/l for sodium, 4.6mmol/l for potassium. Same sample repeated again, sodium result was 135 mmol/l, potassium result was 5.4 mmol/l. Patient 2 initial sodium result of 122 mmol/l, same sample repeated recovered 136 mmol/l. Patient 3 initial sodium result of 116 mmol/l, potassium result of 3.3 mmol/l. Same sample repeated recovered 125 mmol/l for sodium and 3.6 mmol/l for potassium. Same sample repeated again, sodium result was 137 mmol/l, potassium result was 4.0 mmol/l. Initial results were not reported. If additional information is received, appropriate notification will be provided.